Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the hospital due to septic shock secondary to pneumonia. Ever since then the patient has not been doing well, had poor appetite, generalized weakness. In the afternoon of (B)(6) 2016 he developed intermittent drenching sweats and dyspnea, that became significantly worse after the patient threw up. On presentation to the emergency room, the patient was profoundly hypotensive, hypoxemic, didn't improve cardiopulmonary status after being initiated on maximum dose of continuous IV infusion of dopamine and ventilatory support via bipap. Imaging studies demonstrated bilateral pulmonary edema and effusions urinalysis was c/w uti. Laboratory studies revealed elevated probnp, procalcitonin and worsening in kidney function. The patients family requested discontinuation initiated in the ER ventilatory and pressor support and transition to comfort measures only. The patient died in the acute palliative care unit on (B)(6) 2016.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.